Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel balloon catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The proximal end and the middle of the stent was bent, flared, and overlapping. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 24x4.00mm rebel stent was advanced to treat the lesion. However, during the procedure, it was noted that the shaft broke. The device was completely removed from the patient in a standard way. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.